Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user previously had bilateral implants. This report concerns the implant on the left side. Recipient was transferred from (B)(6) to (B)(6) service, (B)(6), due do suspected device malfunction on the left side since (B)(6). Re-implantation is considered.

Manufacturer narrative:
Additional information: as per information received from the field the recipient has been re-implanted. Despite several requests the explanted device has not been received for investigation by the manufacturer as it was disposed of by the clinic after explantation. The previously reported results remain valid. This is a final report.

Event description:
Recipient was transferred from australia to the cambridge auditory implant service, great britain, due to suspected device malfunction on the left side since december. The device has been explanted but was disposed of by the clinic staff and is not available for investigation.

Manufacturer narrative:
Based on the received information, damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However to determine and confirm an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered. However, no date potential date for revision surgery has been informed yet.

Event description:
The user previously had bilateral implants. This report concerns the implant on the left side. The implant on the right side was explanted due to infection. Recipient was transferred from (B)(6) to the (B)(6) auditory implant service, (B)(6), due do suspected device malfunction on the left side since (B)(6). In situ testing was performed and the recipient reported no auditory stimulation at maximum amplitude at all frequencies. No audible airborne radiation from the device was measured. Air conduction thresholds were reported as stable but there was a slight decrease in bone conduction threshold at 2khz. His levels are too poor to mask. Clinical support visit to conduct further tests of the implant was offered. The user has a follow-up appointment on (B)(6).2018, additional testing will take place at this time. The failure of the device has been confirmed via in situ testing conducted on (B)(6).2018. Re-implantation is considered. The user had a follow-up appointment on (B)(6).2018 but this did not take place as scheduled. No new date has been scheduled.